Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was able to fire and stapled but stopped in the middle. An incomplete staple line at the central part was noted. No patient injury has been noted.